Event description:
It was reported that the patient unintentionally initiated a rewind while connected to the body during a meal announcement, after which an agent guided the patient to disconnect, perform the press-and-hold process, decline a new infusion set, reconnect, and complete fill cannula, after which insulin delivery resumed; no insulin was delivered during the unintended action, no alerts or alarms occurred, and troubleshooting and education on proper steps and meal announcement were completed. Symptoms included none reported. Outcomes included restoration of insulin delivery and successful breakfast announcement. Investigation included technical support review and user guidance on correct infusion set and cartridge change steps. Investigation of this case revealed user error related to incorrect supply change steps with the infusion set and cartridge, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.